Event description:
Customer reported the insulin gauge was not accurate. No adverse impact to the customer¿s blood glucose level was reported. The customer declined follow-up, and no additional information about the outcome was provided.